Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient faced infusion set fell off event on 26-feb-2026 during use due to adhesive issue. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available.